Event description:
Report received from canada stating that the device's hose came apart at the pressure relief valve. It is unk if the device was being used during surgery. There was no pt injury. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "came apart" was confirmed. Reliability engineering evaluated the device, and the outer hose was observed to have been pulled loose at both the pressure relief valve and the muffler end of the hose assembly, likely due to the hose being pulled on with excessive force near the crimps. In addition, the unit exhibited low rpm's and vibration due to damage to other components including the drive shaft assembly, seal, vanes, and bearings. This damage was consistent with ineffective or improper cleaning and maintenance of the device. If additional info is received, a supplemental report will be sent. Ref: (B)(4).